Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. An "updating device performance" task was completed after the device and programmer connected. During this firmware upgrade process, the device reset and produced 16 beep tones as expected. A battery depletion (bd) error was recorded and high out of range lead impedance message was recorded. These errors are typical of an explanted unit. The next programmer screen showed that the remaining longevity to elective replacement indicator (eri) was at 98 percent. The device was then tested for intermittent rf wakeups over an extended period and passed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately during these tests. The device casing was then removed to inspect the internal components. Internal visual inspection did not reveal any irregularities. Although analysis was able to confirm a telemetry issue, reset and beep tones with the device via analysis of stored diagnostic data; the root cause to the watchdog timeout could not be determined.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) telemetry was lost when the wand slipped off the device. Telemetry was successfully reestablished however tones were emitted from the device. Data analysis found the device had experienced a timeout due to data from the telemetry chip not being received within the expected time. The device then underwent a reset. Boston scientific technical services (ts) recommended device replacement. The device was successfully explanted and replaced. No additional adverse patient effects were reported.